Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per pump user guide instructions for use: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that after the pump was exposed to high temperatures, a malfunction alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.